Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1 : the image provided by the customer is that of that appears to be an hard instrument. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an unknown procedure, it was found that the tissue pad was not on the device, when the device was inserted into the intraperitoneal. The surgeon did not check the tissue pad when the device was set, so it is not sure if the tissue pad was not on the device from when the package was opened or not. X-ray was performed, but there was no tissue pad inside the patient. There was no tissue pad in the operation room either. The surgeon thinks that the tissue pad was not on the device from the beginning. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2021. D4: batch # v9484y. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the clamp arm detached and not returned. Due to the condition of the device returned we were unable to investigate further the tissue pad detached as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. B5: laparoscopic distal gastrectomy.